Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient¿s contact reported to technical support (ts) that a fluid leak had occurred during the patient¿s peritoneal dialysis (pd) treatment. The patient had received an air detected in cassette alarm during drain 1 of 5, prior to finding the fluid leak. The fluid leak was discovered when the cassette was removed from the cassette compartment after treatment was cancelled. The exact source of the leak was unknown. The patient completed their treatment by performing a manual exchange. Upon follow up with the peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient is trained on performing stat drains, as well as manual pd therapy if needed. After discovering the fluid leak, the ts representative advised the patient¿s contact to discontinue use of the cycler, and a new cycler was issued to the patient. The pdrn stated there have been no missed treatments. She also confirmed that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cassette used by the patient was not available to be returned for physical evaluation as it was reportedly discarded. The old cycler was returned to the manufacturer for a physical evaluation.